Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 06-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an wireless external neurostimulator (wens) and implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller indicated that the ins was not working and they planned to replace the ins. During the case the rep opened an ins before the leads were tested. During the case when they tested the leads with a wens all impedances were out of range. The perc leads were removed and appeared to be fractured at the distal end of the anchor. The caller indicated that the system was explanted and they plan to bring the patient back to implant a system at a later time. The patient indicated that the system stopped working about a year ago date of call (B)(6) 2021. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97715 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator product ID 97714 lot# serial# (B)(6)implanted: 2016-12-22 explanted: product type implantable neurostimulator product ID 977a260 lot# serial# (B)(6) implanted: 2016-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2016-(B)(6) explanted: product type lead h3. Analysis of the wireless external neurostimulator (wens) nlj387968n found no issues identified wtih the battery compartment and batteries after a visual inspection. The logs did not find any issues with the device. There is a possibility that the leads were misaligned or not connected properly. The issue is not recreated. No other anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The patient's system was explanted 2021-(B)(6) serial number of the wens that was used in this event (B)(6). Rep was returning the device.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: 2016-(B)(6) explanted: product type implantable neurostim ulator product ID 977a260 lot# serial# (B)(6) implanted: 2016-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6)implanted: 2016-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.